Event description:
Per the audiologist's report, this patient experienced facial nerve stimulation (fns) while using her cochlear implant. A CT scan was normal for positioning of the device. Several electrodes were taken out of the programming map due to the facial nerve stimulation. No more than 6 electrodes could be used in a program without the patient having fns. The surgeon will explant the device and implant the contralateral ear. The surgery was scheduled in 2006.